Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. Upon examination, it was noted that the right ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. Final analysis found the complete lead was returned in one piece. Visual and x-ray examinations did not find any anomalies other than procedural damage. Electrical testing did not find any indication of conductor fracture or internal shorts. Analysis was normal. No anomalies were found.

Event description:
New information received stated that the physician determined that the reason for the slow increase in capture threshold was caused by a small cardiac perforation. There were no electrical issues with the lead itself.